Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. After opening the patient, it was determined that the pump was not flipped. There was good flow from the catheter; it was dripping once disconnected from the pump but unable to aspirate from the cap. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 2.5 mg/ml; 1 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018 (sometime after implant). It was reported the patient had a reaction to morphine sometime after pump implant (B)(6) 2018). Within five days of putting morphine in the pump the patient started itching. The hcp was unable to aspirate the catheter so there was still morphine in the catheter. It was confirmed that the pump was flipped. A revision was performed (B)(6) 2019. The existing pump was kept implanted and flipped back over during the revision surgery. The plan was to switch the drug to dilaudid. The hcp planned to leave the pump in minimum rate mode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The inability to aspirate the catheter has been resolved.